Manufacturer narrative:
Concomitant medical products xl-053660 name: rloc-x arcomxl h/w 60/36mm UK lot: 3858818 131360 name: exc abt rnglc-x shell pc 060mm lot: 3873356. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. X-ray review by radiologist states normal alignment and fit of the arthroplasty. The stem is surrounded by cement. Faint lucency noted distal to the tip of the femoral stem. The remainder of hardware, cement, and bones appears normal. Lateral - the periprosthetic lucency mentioned above is more apparent to the stem tip. Also, a mild amount of lucency surrounds the cement. Given that it is assumed this is immediate postop, loosening/infection is not assumed. But this has to be followed up again see if this changes. If it is some time since the operation, then the differential would be changed. Periprosthetic lucencies surrounding the hardware and cement. Assuming this is immediately postop, this is nonspecific in its early postop stage. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported one month post-implantation patient experienced swelling and pain in lower limb with oozing from the wound. Patient was diagnosed with erysipelas and treated with primcillin. Shortly after patient was diagnosed with erysipelas again and was treated with primcillin. At three month follow-up patient was experiencing no problem. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of birth - unknown date in (B)(6). Concomitant products: biomet hip system modular head component p/n 11-363664 l/n 654710; polished cemented stem p/n 51-199343 l/n 424640. Report source - (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05043, 0001825034-2017-05044.

Event description:
It was reported one month post-implantation patient experienced swelling and pain in lower limb. Patient was diagnosed with erysipelas and treated with primcillin. Shortly after patient was diagnosed with erysipelas again and was treated with primcillin. At three month follow-up patient was experiencing no problem. Attempts to obtain additional information have been made; however, no more is available.